Event description:
Caller reported experiencing red bumps from the adhesive on the infusion set. Caller stated she went to see her doctor and her doctor prescribed a cream. Infusion headset has been discarded. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.